Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure

Manufacturer narrative:
The reported unintended activation in safe mode was able to be confirmed by a manufacturer repair technician through functional evaluation. Signs of third party work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a potential cause of the reported event. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.